Manufacturer narrative:
The device and the fragment removed from the patient''s eye were not returned for evaluation. However, the hospital has provided the results of their lab evaluation. The fragment on visual inspection had the appearance of a small bristle from the cleaning brush. The fragment was cultured and it failed to grow any pathogens. The lab disposed of the object according to their protocols. The surgeon has also confirmed that there was no clinical impact on the patient.

Manufacturer narrative:
The device used during the reported event was requested however it has not been returned. We were informed that the hospital retained the filament to conduct their analysis.

Event description:
A report from a user facility in (B)(6) stated that as the surgeon began to phaco, a small white filament came out of the tip of the handpiece and entered the patient's eye. The filament was removed without any injury or consequences to the patient.